Event description:
The customer reported being in the emergency room due to high blood glucose of 550mg/dl. The customer mentioned that she changed the site late in the afternoon and her blood glucose was about 300mg/dl. The customer did a correction and a bolus. Then more than an hour later her glucose went up to 450mg/dl. The customer attempted to do a correction again, but the insulin pump alarmed motor error. Reviewed the alarm history and found more than once in the past month. Troubleshooting was performed. The device was not exposed to a high magnetic field. The displacement and self test were performed and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.